Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. A review of the service history and device history revealed no issues. There was no failure or malfunction identified that could have caused or contributed to the reported death. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient who passed away. Peritoneal dialysis therapy was ongoing until the time of death. The cause of the death was not reported and an autopsy was not performed. It was unknown if the patient was hospitalized prior to death. No additional information is available at this time.